Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. Calibration data from (B)(6) 2024 showed signals for ahiv and hivag within expected ranges, and quality control recovery for all three levels was within specified limits on both days of measurement. However, the investigation was limited as patient sample material could not be obtained due to legal restrictions on the shipment of hiv-related samples within china. The root cause was attributed to a sample-specific discrepancy. False reactive results may occur in individual patient samples as the assay specificity is less than 100%. It is recommended that initially reactive samples be retested in duplicate and confirmed using appropriate confirmatory algorithms.

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv duo elecsys e2g 300 assay on the cobas e 801 analytical unit. On (B)(6) 2024, the first sample was tested using the elecsys hiv duo assay and generated a positive result with subresults of ahiv 142 coi and hivag 0.184 coi. Additional testing of the same sample using the antobio platform and a colloidal gold test both generated negative results. On (B)(6) 2024, a second sample from the same patient was tested using the elecsys hiv duo assay and generated a positive result with subresults of ahiv 145 coi and hivag 0.192 coi. Additional testing of this sample using the antobio platform and a colloidal gold test both generated negative results.